Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the tip of the device was bent. The device was being used during surgery. There was no user or patient injury. There was no medical intervention. It is unknown if delay occurred. The date of the event is unknown. There was no additional information provided.